Event description:
Patient here for robotic inguinal hernia repair. During regular testing, harmonic instrument did not pass the test. The instrument was removed and inserted back and again, did not pass the test. At this time, one of instrument jaws fell off into patient abdomen. The metal piece was retrieved using endo pouch bag. Harmonic insert was removed and replaced with a new one. After passing the test, the instrument was used by the physician to finish surgery with no additional incidents. Broken insert was sent for sterile processing and it will be sent to intuitive.